Event description:
Dealer stated that the screw came out of the suction cup on the bottom of a leg on a 98071 transfer bench when the consumer went to remove the unit from the tub. The suction cup remained on the bottom of the tub. Tab apparently was not pulled to release the suction prior to removing from the tub.